Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening